Event description:
When dentist was fixing my snore guard it broke. Consumer stated he bought the snore guard in (B)(6). "When they put it in my mouth it came in 2 pieces. They tried to fix it but could not. He left it at the dentist office and they were going to throw it away."